Event description:
Subsequent information received after the initial report was submitted states, during the procedure direct stenting was performed to the de novo lesion.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: it was initially reported that the device was not available for evaluation. The device was subsequently received. The analysis of the returned device could not confirm the difficulty to remove device. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. It was reported that no pre-dilatation was performed prior to the attempt to cross. It should be noted that the instructions for use states: pre-dilate the lesion with a percutaneous transluminal coronary artery (ptca) catheter of appropriate length and diameter for the vessel / lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the stent. Based on the available information reviewed, there is no evidence to indicate the presence of a product quality deficiency.

Event description:
It was reported that during a procedure, the 2.5 x 18 mm promus stent delivery system (sds) could not cross; however, during removal the sds met resistance but was removed. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all available relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.